Manufacturer narrative:
Correction : describe event or problem. Omit : concomitant med prod data(8015), a26 - insufficient information (3190), c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c and d codes.

Event description:
It was reported a syringe pump was programmed to administer a bolus dose of hydromorphone (dilaudid). Following the bolus, customer reports the syringe pump "turned off without an alarm" and did not infuse the programmed continuous dose. The patient allegedly had to receive "additional medications" (unspecified) as a result of not receiving the continuous infusion. No further patient harm was reported. The following medications were also infusing at the time of the event through separate pumps: midazolam, dexmedetomidine, and bumetanide. Although requested, additional information was not provided. The customer's biomedical team reported that they have completed their investigation and "unable to duplicate the reported issue." The customer declined to return the device to the manufacturer for investigation.

Event description:
It was reported a syringe pump was programmed to administer a bolus dose of hydromorphone (dilaudid). Following the bolus, customer reports the syringe pump "turned off without an alarm" and did not infuse the programmed continuous dose. The patient allegedly had to receive "additional medications" (unspecified) as a result of not receiving the continuous infusion. No further patient harm was reported. The following medications were also infusing at the time of the event through separate pumps: midazolam, dexmedetomidine, and bumetanide. Although requested, additional information was not provided. The customer's biomedical team reported that they have completed their investigation and "unable to duplicate the reported issue." The customer declined to return the device to the manufacturer for investigation.

Manufacturer narrative:
Omit : b15 - analysis of data provided by user/third party, b17 - device not returned, c19 - no device problem found, d14 - no problem detected. Additional information : device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, if other specify, imdrf annex a, b, c, d, g codes. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Additional information: imdrf annex a, b, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported a syringe pump was programmed to administer a bolus dose of dilaudid. Following the bolus, customer reports the syringe pump "turned off without an alarm" and did not infuse the programmed continuous dose. The patient allegedly had to receive "additional medications" (unspecified) as a result of not receiving the continuous infusion. No further patient harm was reported. Although requested, additional information was not provided. The customer's biomedical team reported that they have completed their investigation and "unable to duplicate the reported issue." The customer declined to return the device to the manufacturer for investigation.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a syringe pump was programmed to administer a bolus dose of dilaudid. Following the bolus, customer reports the syringe pump "turned off without an alarm" and did not infuse the programmed continuous dose. The patient allegedly had to receive "additional medications" (unspecified) as a result of not receiving the continuous infusion. No further patient harm was reported. Although requested, additional information was not provided. The customer's biomedical team reported that they have completed their investigation and "unable to duplicate the reported issue". The customer declined to return the device to the manufacturer for investigation.

Event description:
It was reported a syringe pump was programmed to administer a bolus dose of hydromorphone (dilaudid). Following the bolus, customer reports the syringe pump "turned off without an alarm" and did not infuse the programmed continuous dose. The patient allegedly had to receive "additional medications" (unspecified) as a result of not receiving the continuous infusion. No further patient harm was reported. The following medications were also infusing at the time of the event through separate pumps: midazolam, dexmedetomidine, and bumetanide. Although requested, additional information was not provided. The customer's biomedical team reported that they have completed their investigation and "unable to duplicate the reported issue." The customer declined to return the device to the manufacturer for investigation.

Manufacturer narrative:
Omit: a0509 - physical resistance / sticking (2578/1597/4012), a24 - adverse event without identified device or use problem (2993), g07001 - part/component/sub-assembly term not applicable, g04091 - mount, correction: initial reporter addr 1, unique device identifier (UDI) # added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex a and g codes.